Event description:
It was reported to covidien on (B)(4) 2012 that there is an issue with a peritoneal dialysis catheter. The customer states there is a hole causing leakage in the catheter near the connection. No additional information is available.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.